Manufacturer narrative:
Pentax model  ec38-i10cf is distributed in the USA, therefore 510k is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a report stating "foggy image" that occurred in the operating room, prior to use in the (B)(6) region involving pentax model ec38-i10cf, serial number (B)(4). The device was returned and inspected at the pmk service center where the complaint was confirmed. Repairs were performed which included replacement of the following components: bending rubber, distal end assy w/tubes & cmos assy.